Manufacturer narrative:
(B)(4). G2: foreign, australia. Visual evaluation of the provided photos found the sterile packaging exhibits damage that is visually consistent with thermal damage. Sterility, or breach thereof, cannot be determined. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event can be attributed to transit damage. The cause of thermal damage in the apac region is occurring in transit and storage conditions from the time a package leaves the manufacturing site to the time it arrives in the distribution center. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that, upon opening the g7 metal liner for implantation, the packaging was found to be deformed, preventing removal of the liner. It was confirmed that no further information could be provided.